Manufacturer narrative:
Three attempts of contact with the dentist were performed, in order to obtain the missing information about lot number, but without success. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) ¿ the dentist reported that almost 03 months was installed in intraoral region 05#, its non-osseointegration was observed. Moreover, achieved and the patient presented bone type ii.